Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05672,1627487-2019-05670, 1627487-2019-05674. It was reported the patient is not receiving effective therapy. It was also reported that patient lost significant amount of weight. Diagnostic system testing indicated multiple high impedance values. As a result, during the revision of the leads on (B)(6) 2019, the physician explanted the extension along with all the leads. Post -operatively issue resolved with placement of new leads.